Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device reached end of life (eol) status. The patient had not been followed since may, 2006, and premature battery depletion was suspected. The last capacitor reform charge time was 31 seconds. The monitoring voltage was reported to be 2.2 volts, and eol voltage was 2.17 volts. The device had not reverted to storage mode. A boston scientific technical services (ts) consultant recommended replacing the device as soon as possible. The device was explanted and replaced with another ICD device. No adverse patient effects were reported. This device is part of the advisory population described in the physician communication on may 12, 2006.